Event description:
Device malfunction [device malfunction], allergic reactions in the injection area, almost like a pseudoseptic reaction [allergic reaction] ([pseudosepsis]), aspiration of knee [knee effusion]. Case narrative: the case was cross referenced to (B)(4) (cluster case). Based on additional information received on 22-nov-2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. This unsolicited case from united states was received on 15-nov-2017 from a physician. This case concerns female patient of age under 65 years who received treatment with synvisc one and later after unknown latency had allergic reactions in the injection area, almost like a pseudoseptic reaction, aspiration of knee. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patients initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: not provided). On an unknown date, after unknown latency, the patients experienced allergic reactions in the injection area, almost like a pseudo-septic reaction. Since an unknown date, device malfunction was identified for the reported lot number. On an unknown date it was reported that the patient had aspirations of knee(amounts unknown), culture negative. The patient received an injectable steroid into the area and recovered with no infection or complication. Action taken: unknown. Corrective treatment: steroid for allergic reaction in the injection area, almost like a pseudoseptic reaction, pseudoseptic reaction. Outcome: not applicable for device malfunction; recovered for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria- medically significant, intervention required for device malfunction; intervention required for allergic reaction in the injection area, almost like a pseudoseptic reaction, pseudoseptic reaction. Additional information was received on 22-nov-2017. This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. The global ptc number with ptc results was added. Clinical course updated. Text was amended accordingly. Follow up information was received on 16-dec-2017. No new information received. Additional information was received on 29-nov-2018 from physician. Number of patients updated. Event of aspiration of knee added. Outcome updated for event of allergic reaction in the injection area, almost like a pseudoseptic reaction, pseudoseptic reaction. Treatment updated for the same. Clinical course was updated and text amended accordingly. Upon internal review on 29-nov-2018: the listedness of the event device malfunction was updated from listed to unlisted.

Event description:
Based on additional information received on 22-nov- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. This unsolicited case from united states was received on 15-nov-2017 from a physician. This case concerns 3 patients of unknown demographics who received treatment with synvisc one and later after unknown latency had allergic reactions in the injection area, almost like a pseudoseptic reaction. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patients initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: not provided). On an unknown date, after unknown latency, the patients experienced allergic reactions in the injection area, almost like a pseudo-septic reaction. Since an unknown date, device malfunction was identified for the reported lot number. Action taken: unknown. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 22-nov-2017. This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. The global ptc number with ptc results was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced allergic reactions in the injection area, almost like a pseudoseptic reaction. A temporal relationship cannot be established with the product administration since event onset date and product therapy details are unknown. However, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.